Manufacturer narrative:
Follow-up #1 - submission date 04/21/2015; the report date was originally stated as (B)(6) 2015. The correct report date is (B)(6) 2015.

Manufacturer narrative:
Follow-up #2: device evaluation: the device has been returned and evaluated by product analysis on 04/29/2015 with the following findings: review of black box data found the date was manually changed back to (B)(6) 2015 on the date of the complaint. The pump powered up properly. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time. The defective clock battery prevented adequate investigation of the alleged time gaining issue and no conclusion can be drawn. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue with greater than normally expected gain per month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.